Event description:
The patient's treating neurologist reported that they do not have a cause of death or any additional relevant information because they were not the patient's primary care giver.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
A copy of the death certificate was received and it stated that the patient was pronounced dead on 09/17/2011. The patient was cremated after death. The immediate cause of death was listed as seizure disorder due to a consequence of hydrocephalis. The manner of death was natural and no autopsy was performed.